Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi." Confirmed the strips expire 11/30/2016, customer opened the container of test strips on (B)(6) 2015. Customer stores the strips in a bag in the living room. Ran back to back blood tests hi and hi. Customer states that she is not feeling good, she has a headache. Customer had food/drinks 30 minutes ago and medication 3 minutes before she called here. Customer states that her expected range is between 150-300 mg/dl. Last 5 results are: hi, on (B)(6) 2015 at 10:02 pm; 258 mg/dl (B)(6) 2015 at 2:20 pm; 280 mg/dl on (B)(6) 2015 at 6:26 am; 218 mg/dl on (B)(6) 2015 at 1:28 pm; 310 mg/dl on (B)(6) 2015 at 3:45 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.